Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to perform the shift/system check because the buttons on the bezel were not working. There was no pt involvement.